Event description:
It was reported that a user experienced loss of continuous glucose data to the ilet when the dexcom g7 sensor was dislodged while traveling, and the user requested guidance on entering blood glucose values and operating in bg run mode; the agent provided education on manual bg entry, and the user reported a blood glucose of 150 mg/dl. Investigation included technical support review and user education. Further investigation of this case revealed correctable use-related issues with cgm availability, with successful operation using manual bg entry. No user reported symptoms or clinical effects during the event. Outcomes included no change in activities of daily living and no medical intervention. It was concluded that the device functioned as designed when operated in bg run mode without cgm and no device malfunction was identified.